Event description:
The physician attempted to use the penumbra stroke system but a staff member had screwed the filter on the pump too tight and the plastic broke inside the nut. The second pump was used successfully.

Manufacturer narrative:
This MDR is being filed based on our understanding of incident reportability as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.